Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The patient also received a notification alert due to high impedance, and the device was suspected to be surrounded with tissues. Further testing was recommended to rule out the lead issue and a defibrillation test was recommended to ensure appropriate therapy delivery. No further information is available.

Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.